Manufacturer narrative:
Analysis of the pump found battery high resistance. The pump was included in the potential battery performance population. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 900 mcg/day via an implantable pump for an unknown indication for use. It was reported that the pump had low battery alarms with "reset occurred" on (B)(6) 2017. It was noted the patient was without symptoms. No environmental, external, or patient factors were noted to have led or contributed to the issue. It was noted eri was in one month. No diagnostics or troubleshooting was performed, however the patient was referred to a neurosurgeon for replacement. The issue was not resolved and the patient was noted to be "alive - no injury". No further complications were reported or anticipated.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type catheter. Conclusion code is for the pump and conclusion code 22 is for the catheter.

Event description:
Additional information was received from a manufacturer representative. The pump and catheter were replaced. The catheter was found to be out of the intrathecal space. No further logs were available. The indication for pump use was stroke and intractable spasticity.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis on june 27, 2017. Additional information was received from the manufacturing representative on june 30, 2017. It was reported the catheter had been discarded.